Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the customer changed the pump supplies to address the issue. Additionally, it was reported that intermittently, insulin drips were not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. Supply changes were performed resolving the issue. Customer's blood glucose was between 100-150mg/dl.